Event description:
It was reported that the patient's presented to the emergency room with device infection. The device pocket was noted to be eroded. The physician explanted the active system ¿ implantable cardioverter defibrillator (ICD), right ventricular lead, left ventricular lead and right atrial lead due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.